Manufacturer narrative:
The complaint device is not being returned, and is therefore unavailable for a physical eval. The rep stated that the surgeon was attempting to mobilize the retracted cuff, which took extreme force . The orthocord suture has approximately a 55 lb per squate inch trensile strength. We hypothesize that the force required to mobilize the tissue may have been greater than this limit. Therefore, we believe this to be a user technique issue. The rep stated that the cuff was too retracted and immobile to be repaired and that he believed that the surgeon would have needed to convert to a mini-open repair regardless of the anchors/suture breaking to access the retracted tissue. We are filing an MDR to document this event. No further action is warranted at this time.